Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving an unknown polyethylene component of aesculap ag vega knee implant system. Specifically, it was reported that postoperative pain and swelling occurred, and revision surgery was performed. This report pertains to the revision surgery performed on (B)(6) 2021 for the exchange of the polyethylene component. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. 400761930 (100042492). Associated medwatch reports: nx051z (aesculap ag ref. No. (B)(4); 9610612-2026-00028). Nx029z (aesculap ag ref. No. (B)(4); 9610612-2026-00121). Unknown component aesculap ag vega knee implant system (aesculap ag ref. No. 400761930; 9610612-2026-00127).